Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that in the past, while flushing a central line, the blue rubber piston popped out of the smartsite causing it to leak. There was no report of patient harm.